Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that the device still had the patient with daytime frequency. Their clinician stated they had over 50% improvement in nighttime voids and the daytime symptoms were still 50% improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that the patient¿s new device was not working. The device was turned on and up to 1.4 where the patient felt pelvic stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had improvement at night but not day, and they are believed to still be doing 50% improvement or greater. It was noted that the cause of the device not working was due to low amplitude. Actions/interventions taken to resolve the device not working was increasing the amplitude to 1.50 in lead 4. No further complications were reported/anticipated.